Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusions set leakage while wearing event on (B)(6) 2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004658 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidelines for test of reference samples buid-umd version 11 for the code leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 43 on reference samples, 10 samples out 10 samples passed the test. Visual test according to with version 18 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with version 44 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6004658 manufactured according to the document (B)(4) version 66 on the packing process in the line inset 6, on (B)(6) 2023, with a total of (B)(4) units. Review of the device history rcord (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6004658 and other one complaint has been registered in trackwise since the last 12 months. [?] Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.